Manufacturer narrative:
A medtronic representative went to the site to test the system. It was found that the shipping bracket was still on the lower gantry face. After the bracket was moved, the door switches were checked for correct operation and a rotor offset calibration was performed. The issued was resolved and the system returned to normal. System passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being outside of a procedure. It was reported that the system indicated the gantry door was open even though it was closed. There was no patient involved.